Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer's blood glucose level was staying around at 53 mg/dl since around an hour and was 51 mg/dl. The customer drank orange juice. Later the customer checked the blood glucose level an it was coming up and reached 63 mg/dl. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.